Manufacturer narrative:
Follow-up #1; date of submission: 01/30/2017. The device has been returned and evaluated by product analysis on 01/11/2017 with the following findings. The keypad cover was intact with no evidence of physical damage. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was opened and no defects were found to the keypad components. The complaint of under-responsive keypad buttons could not be confirmed or duplicated on investigation. Unrelated to the original complain, investigation revealed that the audio bolus button cover was punctured but the button remained responsive and there was moisture corrosion on the audio bolus button pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.